Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to section h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
2 syringes affected by event.

Event description:
Name of agency: mm corporation when did it occur? : before use hypodermic needle injury: no other treatment: no were the returned items used? : no returned quantity: 2ea details of the event (timeline, history, etc. ): the memory print was misaligned batch # unknown.